Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray revealed a possible fracture and that the pin of the lv lead was not seated all the way past the connector block in the device header. An email was sent to the field representative in an attempt to obtain resolution to this issue. No adverse patient effects were reported.